Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing module for a female patient. A new sample was drawn and tested, generating a positive result. The patient was sent to the emergency room where troponin was repeated and found to be negative, with a normal ECG. The following data was provided: (B)(6) 2025 sample #1: alinity I stat high sensitive troponin-I result = 240 ng/l. (B)(6) 2025 sample #2 (new draw, dry tube): alinity I stat high sensitive troponin-I result = positive. (B)(6) 2025 sample #3: hospital emergency room troponin result = negative ECG = normal, the customer retrieved sample #3 from the hospital emergency room and tested with the alinity I stat high sensitive troponin-I, obtaining a result of 270 ng/l. The customer also sent sample #1 to the hospital to be repeated, and the troponin result was negative. Additionally, both samples (sample #1 and sample #3) were sent to bruny laboratory, which utilized the roche platform, and both generated negative results. The customer did not provide the normal reference range for troponin. Therefore, the alinity I stat high sensitive troponin-I package insert female cutoff of 15.6 ng/l was used to determine the positive/negative interpretation. Update: on (B)(6) 2025, the patient came back and the following result was obtained: alinity I stat high sensitive troponin-I result = 207.6 ng/l, ECG = negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70021ud00. A review of the device history record did not identify any non-conformances or deviations with lot 70021ud00 and the complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient result for lot 70021ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent, lot number 70021ud00, was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing module for a female patient. A new sample was drawn and tested, generating a positive result. The patient was sent to the emergency room where troponin was repeated and found to be negative, with a normal ECG. The following data was provided: (B)(6) 2025 sample #1: alinity I stat high sensitive troponin-I result = 240 ng/l (B)(6) 2025 sample #2 (new draw, dry tube): alinity I stat high sensitive troponin-I result = positive. (B)(6) 2025 sample #3: hospital emergency room troponin result = negative ECG = normal. The customer retrieved sample #3 from the hospital emergency room and tested with the alinity I stat high sensitive troponin-I, obtaining a result of 270 ng/l. The customer also sent sample #1 to the hospital to be repeated, and the troponin result was negative. Additionally, both samples (sample # 1 and sample # 3) were sent to bruny laboratory, which utilized the roche platform, and both generated negative results. The customer did not provide the normal reference range for troponin. Therefore, the alinity I stat high sensitive troponin-I package insert female cutoff of 15.6 ng/l was used to determine the positive/negative interpretation. Update: on (B)(6) 2025, the patient came back and the following result was obtained: alinity I stat high sensitive troponin-I result = 207.6 ng/l ECG = negative. . There was no impact to patient management reported.